Event description:
A nurse contacted global technical services (gts) regarding a system error (se) 2267 alarm that occurred on the homechoice (hc) unit during fill 13 of 14. Gts assisted the nurse to cycle power to clear the alarm. The nurse stated that she disconnected the heater bag because it ran short on solution and then connected another solution bag to the heater line. Gts explained that a se 2267 is an indication that air and fluid entered the set up and the disconnect was the likely cause of the alarm. Gts explained that the nurse can add a bag to the supply line if the hc runs short on solution; however, not the heater line. The tsr reviewed proper procedures per the user manual with the nurse. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is not available. No further information is available at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a se 2267 (fluid and air in set) was not confirmed due to a lack of sample. Per the complaint information, the nurse disconnected the heater bag and then connected a new solution bag. From the complaint information, the cause of the alarm is use error of disconnecting and reconnection solution bags during therapy. This review found the labeling adequate for the use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will not be performed because the lot number is unknown.